Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that there had been a problem with the ultima activator drive, as the device was catching and grinding. The hospital did not report any pt effects. The hospital intends to return the product in question.